Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that leakage was noted from distal catheter and needed to be replaced. It was implanted in 2008 and replaced on approx three and a half months later.